Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have high blood glucose of over 300 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was advised that insulin pump would be replaced in order to determine reason for high blood glucose. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.